Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected field: g2 - health professional applies to this event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the guide pin is broken occurred due to the use of excessive force and to inadequate reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed ¿ the guide pin was found broken. Additionally, the lens was cracked, the light guide bundles were damaged, and the serial number was fading. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus oes elite had a broken pin noted during reprocessing. There was no patient involvement during this event.